Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose level (bg) over 500mg/dl and high ketones, cause was unknown. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2021 with the issue resolved and no permanent damage. Customer's health care provider confirmed that pump was working as expected and customer continued to use pump for insulin therapy.